Event description:
Caller reported blood glucose results of 30 mg/dl and 137 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return off the system, replacement was sent.